Manufacturer narrative:
Tech found bed in warehouse. Intermediate right center arm siderail was broken. Replaced the right center arm to resolve this issue.

Event description:
Complaint info received alleged that the intermediate right siderail was broken.